Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the controller error issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated that multiple purge related alarms were issued on event occurred date (B)(6) 2022). According to the logs, the pump was connected before the purge cassette was connected, which triggered purge system open (event set - 407) alarm as designed. Many entries of errors occurred during insertion of the purge cassette (pc), indicating the pc was likely not fully inserted and caused multiple read errors of the purge cassette radio-frequency identification. Later, the purge pressure low alarm was triggered and cleared due to reinsertion of the pc. Based on real time logs, the purge pressure value was restored into normal range, however the purge system open alarm stuck, and user was acknowledged by pressing the mute button frequently. The stuck purge system open alarm was the ¿controller error¿ alarm reported by the complainant. The returned console was fully investigated on an engineer bench. Inspection of the console, especially the purge system, did not reveal any abnormality. In conclusion, the purge system open alarm should clear within 20 seconds after the purge pressure increases above the alarm detection threshold. However, the persistent purge system open (false) alarm was not cleared. It was speculated that the repetitive ahp warnings due to pc not being fully inserted caused the clearing of the ¿outlett_open¿ flag in console software and eventually lead to the alarm stuck and attention of user. The purge system open alarm that would not clear was highly likely due to an abnormal software reaction to a pc that was not fully inserted. The cause of the aic issue was a software issue caused by the end user not properly inserting the pc, the product did not fail to meet specifications during testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. There was no patient harm reported.